Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low glucose while using the ilet with a dexcom g7 continuous glucose monitor (cgm), including an urgent low to 39 mg/dl, after trending down from prior hyperglycemia; the pump provided low and urgent low alerts, the patient declined fingerstick confirmation, treated with cookies due to gastric bypass constraints, and expressed a desire to discontinue the pump. Symptoms included arm numbness and blurry vision consistent with hypoglycemia. Outcomes included the need for oral carbohydrate intervention without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment of hypoglycemia and not following recommended low-glucose treatment instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributing to the event.